Event description:
It was reported that the procedure was to treat the leg. The emboshield nav6 embolic protection system (eps) filter was used and when it was going to be collapsed and removed, there was resistance with the retrieval catheter. This resistance was noted whether advancing or removing the retrieval catheter. Surgery was required to remove the filter. No additional information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a definitive cause for the reported difficulties resulting in surgical intervention to remove the filter. Based on the reported information, it may be possible that the filtration element had a full embolic load preventing it from fully collapsing into the retrieval catheter, or anatomical conditions contributed to the difficulties; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of surgery is listed in the emboshield nav6 instruction for use, as known possible adverse event that may be associated with the use of the device. H6- removed device code 1494.